Manufacturer narrative:
The device was returned for analysis. The reported difficulty opening the clip and the gripper actuation issue were not confirmed as the device performed as designed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incident reported from this lot. Based on available information, a definitive cause for the reported gripper actuation and clip open difficulty cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the mitraclip delivery system (cds), resistance was felt when opening the clip. Troubleshooting was performed. The clip was locked again, closed and then unlocked with pulling the lock-lever further out of the cds handle above the blue line, this was done twice. The clip eventually opened, but with resistance. Additionally, one of the gripper arms did not completely lower, it only lowered 50%. The clip was not used in the anatomy. There was no clinically significant delay in the procedure. No additional information was provided.